Manufacturer narrative:
A stryker service technician evaluated the device and verified the presence of the code but could not duplicate the issue. The code was cleared and did not return. Proper device operation was observed through functional and performance testing and the device was returned to the customer for service. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient involvement reported with the event.